Event description:
The customer reported the system displayed precharge and filament regulator errors. These errors would prevent the system from producing x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries, the battery charger, filament driver board, and power cap module. The system operates as intended.